Manufacturer narrative:
(B)(4). The customer provided one image for analysis. Visual analysis revealed that the distal end of the guide wire was bent. The customer also returned one , nitinol guide wire for analysis. No obvious signs of use were observed. The dilator involved with this complaint was not returned. Visual analysis revealed that the distal end of the guide wire was kinked/bent. Microscopic examination confirmed the bending and revealed that the distal weld was intact. The bending on the guide wire measured 415mm-430mm from the proximal tip. The guide wire total length measured 45.1cm, which is within the specification limits of 43.75mm-46.25cm per the guide wire product drawing. The outer diameter of the guide wire measured 0.0175", which is within the specification limits of 0.0160"-0.0185" per the guide wire product drawing. A manual tug test confirmed that the coiled section of the guide wire was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states , "maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes. A non-controlled guidewire can lead to wire embolus". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the coiled section of the nitinol guide wire severely bent/kinked. Despite the damage, the guide wire met all relevant dimensional requirements. The dilator reported as involved with this event was not returned for evaluation. Based on the customer report and the sample received, the root cause cannot be confirmed without the actual dilator also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "right basilic vein easily accessed, guidewire with no noted defects, threaded without difficulty through access needle. After placing peel away sheath, unable to remove guidewire. After manipulation and pulling back of the introducer and removing inner cannula was able to remove guidewire and noted looping remained in the wire". As a result, the catheter was removed and a 2nd catheter was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "right basilic vein easily accessed, guidewire with no noted defects, threaded without difficulty through access needle. After placing peel away sheath, unable to remove guidewire. After manipulation and pulling back of the introducer and removing inner cannula was able to remove guidewire and noted looping remained in the wire". As a result, the catheter was removed and a 2nd catheter was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.